Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2019, a mitraclip was procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. One clip delivery system (cds) was successfully implanted, reducing mr to a grade of 1. On (B)(6) 2019, transthoracic echocardiogram (tte) was performed and showed the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3. To stabilize the slda, a second mitraclip procedure was performed. One cds was successfully implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and without a device to analyze, a conclusive cause for the unintended clip opening while locked and single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation (mr) appears to be likely due to the slda. The patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6) 2019, transthoracic echocardiogram (tte) showed mr had increased to a grade of 2-3. It was also noted that the physician felt as if the angle of the clip arm which became slda was open compare to the clip that was implanted to stabilize the slda. No additional information was provided.